Event description:
It was reported that a physician was unable to interrogate patient's vns devices when using his programming system. The power light and date received light would turn on however, communication between the devices would never be established. A company representative was present and they were able to interrogate with her programming system. The physician's programming system was replaced. Good faith attempts to obtain the programming system in question have been unsuccessful to date.